Manufacturer narrative:
Investigation results will be provided in the final report.

Event description:
It was reported that the patient's ins header ports were not fitting the plugs as intended. As a result, the patient's ins was explanted and replaced, which addressed the issue.